Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid rx was used in an attempt to crush a stone, however., when the box of the trapezoid was open, they realized the basket was damaged. The customer provided a photo showing that the tip of the basket was detached, and the sidecar was pushed back. Another trapezoid basket was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block e1: the address of the health care facility is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of tip detached. Imdrf device code a0406 captures the reportable event of sidecar rx pushback. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that the basket tip was detached, and the side car rx was pushed back. A dimensional test was performed which confirmed the side car rx was pushed back 3.5 mm, which is out of specification. Additionally, the customer provided two pictures where it was possible to observe the basket without the tip and the side car rx push back. No other issues were noted. Based on all available information, the instructions for use mention that the retrieval basket is designed to disengage its tip to reduce the risk of stones getting stuck. It's suggested that the device might have encountered resistance, possibly due to the way it was used or the patient's anatomy. This is a known issue, and the risk was expected. There's no evidence of a manufacturing or design problem that could have caused this event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block e1: the address of the health care facility is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of tip detached. Imdrf device code a0406 captures the reportable event of sidecar rx pushback.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the package of the trapezoid rx basket was opened and found the basket damaged. The customer provided a photo showing that the tip of the basket was detached, and the sidecar was pushed back. A different basket was used to complete the procedure. There were no patient complications as a result of this event.